Event description:
The wireless software update was performed clearing the eri message. The device is providing therapy.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered. It is not known if the ipg has depleted prematurely.